Event description:
It was reported that a motor stall had been confirmed in the event logs on (B)(6) 2015 at 17:13, with motor stall recovery recorded on (B)(6) 2015 at 5:30. The patient did not have magnetic resonance imaging (MRI), and it was unknown what caused the stall. The patient had increased pain. There was no tube set message, and there was only one stall noted in the event logs. The pump was subsequently replaced. The pump system was being used to infuse morphine sulphate, and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.